Event description:
Patient with congenital malformation, multiple bone dysplasia metafisaria was implanted with moss miami rod in 2007. Approx. 1-year post-op, the patient reported back pain. X-rays confirmed breakage of the rod. Surgeon planned to revise the case. As surgical intervention shall occur, an MDR is being filed to document this event.

Manufacturer narrative:
Examination of x-rays confirmed the reported event. The construct consisted of a single rod fixed at each end. Images indicate that this was a challenging case. No conclusions can be made at this time. Breakage is listed as a possible adverse event in the instructions for use (IFU) supplied with the device.